Event description:
It was reported that the analyzer was not showing atrial sensing marker channels and that the cable connection was loose. The analyzer was returned for repair. No patient complications were reported as a result of this event.

Event description:
It was reported that the analyzer was not showing atrial sensing marker channels and that the cable connection was loose. The analyzer was returned for repair. Follow up is being conducted to determine patient impact.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis confirmed the reported connector issue. Patient input connector is loose and a connector pin is damaged. Analysis could not confirm the reported atrial sensing issue. Atrial sensing was observed with vip (ventricular intrinsic preference).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.